Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in the (B)(6) stating, " led disappear by angulation" involving pentax model ec38-i10cf2/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical bulgaria service workshop where the following was confirmed: led with malfunction, disappears by angulation. The led / pcb must be replaced. This event meets the requirements for FDA reportability.